Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: underweight, broken shell and creases fold. A visual and microscopic analysis was performed which identified broken crease sharp on posterior, missing shell, stress marks and wear abrasion. Base on the device analysis the final assessment is: a broken crease sharp on radius due to fold flaw opening. Missing shell due to inconclusive. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade iii. Device has been explanted.